Manufacturer narrative:
Event date estimated.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) has experienced inflation issues related to cylinder rigidity. These issues affect penetration during intercourse; additionally, the device does not cycle as expected. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
B3: event date estimated the implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. H3 other text : device analysis begun but not yet finished.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) has experienced inflation issues related to cylinder rigidity. These issues affect penetration during intercourse; additionally, the device does not cycle as expected. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
B3: event date estimated. The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Upon receipt, this product was thoroughly analyzed in our quality assurance laboratory. The cylinders were visually and microscopically examined. One of the cylinders had a hole in the outer layer at a fold in the proximal cylinder body. In addition, both cylinders had sharp instrument damage consistent with explant; therefore, they were not pressure tested. The pump was visually and microscopically examined, and functionally tested. The pump did not pass activation testing. Product analysis confirmed the reported allegations, as the observed anomalies likely affected the functionality of the device.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) has experienced inflation issues related to cylinder rigidity. These issues affect penetration during intercourse; additionally, the device does not cycle as expected. The device was explanted and replaced. No patient complications were reported.